Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was going to sleep when the pump had reset unexpectedly. There was no impact to the customer's blood glucose level. Reportedly, the customer was able to reload a cartridge onto the pump and resume insulin delivery. It was indicated that the customer would continue to use the pump until the replacement arrives.